Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulties were noted approximately three weeks post implant the right atrial (ra) lead dislodged. It was noted the lead fell out of the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the ra lead. It was the physician's judgement to explant and replace it.